Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure of a low voltage lead the physician experienced positioning / placement difficulty as the helix got stuck. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted it is difficulty to extend the helix, when helix come out, slightly bend is observed. If information is provided in the future, a supplemental report will be issued.